Manufacturer narrative:
Additional information: updated h6 codes.

Event description:
Additional information received on 1/28/2020 indicated the patient had an aortic valve replacement and tricuspid valve repair.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion remains unknown.

Event description:
Related manufacturing ref: 3005334138-2019-00525. Three weeks post ablation procedure, a CT scan revealed a pericardial effusion. No intervention was necessary.